Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for phosphate (inorganic) ver.2 - phos. Two tubes were collected from the patient at the same time and tested sequentially. The first tube initially resulted as 0.867 mmol/l and the second tube initially resulted as 3.028 mmol/l. Both tubes were repeated on (B)(6) 2015. The first tube had a repeat result of 0.923 mmol/l and the second tube had a repeat result of 0.935 mmol/l. The erroneous result of 3.028 mmol/l was reported outside of the laboratory and was corrected to the repeat value of 0.935 mmol/l. The patient was not adversely affected. The phos reagent lot number was 12345. The expiration date was asked for, but not provided. The field service engineer found that a reagent probe was dirty and slightly damaged. He replaced the probe and adjusted the wash station. No further issues occurred after the service actions had been completed.